Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was alarming low helium. There was no harm reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional point of contact : (B)(6),occupation - biomedical engineer. Additional point of contact 1: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the exec processor pcb (0670-00-0770), and performed a pm in the same visit. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.